Event description:
A nurse reported metal particles were seen in a patient's anterior chamber postoperatively. Additional information was received from the surgeon indicating she was unsure if the particles were from the irrigation/aspiration (I/a) handpiece, the silicone tip, or the surgical blades. The surgeon reported there was no harm to the patient and could not provide information on the number of patients affected. The surgeon has declined providing any further information.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Because a sample was not returned and no lot number was provided, the root cause for the metal particles experienced by the customer cannot be determined. (B)(4).